Event description:
An incorrect glucose reading issue was reported with the Abbott Diabetes Care (ADC) device. A customer reported unspecified inaccurate readings received from the ADC device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced headache, "eye swings" but was able to self-treat with apple juice and counter-treated it with insulin (dose/type unspecified). No third-party medical treatment/medication was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.